Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker was admitted to the intensive care unit for an unrelated health issue at which time their heart rate was observed at 130 bpm which resulted in decreased blood pressure. Additionally, as the patient was believed to be in an atrial tachycardia, several rate control medications were administered with no impact to the patient's heart rate. Upon investigation it was found that the device was pacing at its maximum sensor rate as a result of a respiratory monitor in the room interfering with the device's minute ventilation (mv) sensor. The respiratory sensor was removed from the patient's room and the high rate pacing resolved. No additional adverse patient effects were reported. This system remains in service.